Manufacturer narrative:
The investigation for the reported limb ischemia and product damage has been completed. The impella was not returned for evaluation. The clinical details was sufficient to determine the root cause. The cause of the product damage (cannula kink) most likely was use related due to improper technique. The cause of the limb ischemia has not been determined.

Event description:
The user facility reported a 53-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had cp support being placed for a patient admitted in for a hrpci. The team placed perfusion sheath due to known pad and impella in the limb. The pump delivery was complicated, but the pump was inserted. The insertion caused the pump to kink and be replaced. A 2nd cp was placed, and support continues to date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartasssistsmartassist system section: potential adverse events (united states) ¿section: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿